Manufacturer narrative:
B5: event description has been updated. H2. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative stating that the broken fragment remains in the patient, and rep has confirmed with the surgeon that they are not planning to remove it at this time.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having cervical lamino plasty spinal therapy. It was reported that the  doctor tried to retrieve the broken off tip out of the patient but with no success, in the end he decided to rather come back after a proper x-ray or CT can be done then he will do an acdf and the try to retrieve it from that side. The piece is sitting on level c3/4 plan to do after x-ray was done, will have to either go back and retrieve or do acdf-anterior cervical discectomy and fusion surgery to remove piece of instrument.

Manufacturer narrative:
G2: country of origin is south africa medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis for part # 9569601; lot # gz07d0681 visual and optical inspection confirmed the tip of the kerrison has broken. Optical inspection did not reveal any pre existing damage that could contribute to the instrument breaking. The damage to the instrument is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.